Event description:
During a hemodialysis access management procedure in the forearm, the coating on the zipwire guidewire wore off. The procedure was successfully completed with another of the same device. The pt condition is reported as 'fine'. No pt complications were reported.

Manufacturer narrative:
The device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.